Event description:
It was reported by the customer that the black cable was damaged on the holster. This was found prior to a case, therefore, the pt procedure was rescheduled. The device was returned for analysis and repair.